Event description:
It was reported that the patient expired in hospital due to cardiac arrest. Patient was shocked two times before his death. There is no known allegation from a health professional that the death was related to the device. The cause of death was unknown. No further information is available at this time.